Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, this lead became dislodged. A revision procedure was performed; the lead was successfully repositioned and remains implanted. No additional adverse patient effects were reported.